Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/31/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during incoming inspection of the demo autopulse platform (sn: (B)(4)), the unit was displaying error message user advisory 02 (compression tracking error). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 02 (compression tracking error) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. Therefore, the probable root cause is that either the patient was not placed on the platform evenly or the patient had shifted causing uneven weight distribution on the load cell. The platform has passed all final testing. No physical damage was observed during visual inspection. The archive data review indicated multiple error message user advisory (ua) 02 occurred on the first compression during the customer reported event date of (B)(6) 2017. As the drive shaft rotates and shortens/tightens the lifeband (compressed the chest), the load sensors do not see the expected increase in load. The archive revealed that take-up target and the (max load sum exceeded 41 ibs, confirming the size of the patient/object was too small and light in weight during the take-up. The platform passed the initial functional testing without any fault. The load cell characterization was performed and both cell modules are functioning within the specification. In addition, run-in test was also performed using 95% patient large resuscitation test fixture (lrtf) using known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).